Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of this sapien valve stenosis 5 years and 2 months post implant cannot be determined. Patient co-morbidities may have contributed to the stenosis of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 5 years and 2 months post implant of a 26mm sapien valve, the sapien valve was reported to be stenotic. An ¿urgent¿ valve in valve procedure was performed. A 26mm sapien 3 valve was implanted in the pre-existing sapien valve. No issues or complications were noted during the transfemoral valve in valve procedure. At the time of the report, the patient was in stable condition. No information regarding the annular diameter or degree of valvular calcification was provided. No imaging was performed prior to the valve in valve procedure due to the urgency of the case. No patient history was available.